Event description:
It was reported that on (B)(6) 2026, a 35mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, after the first deployment attempt, the valve was unable to be recaptured. The ds was retracted into the descending aorta, and micro-adjustment wheel was used multiple times, yet the gap remained. It was also noted that the ds seemed to wrinkle each time an attempt was made to recapture it, so it was removed from the patient's anatomy. A new 35mm, navitor vision valve was selected for implant using a large flexnav ds. The valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.